Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed the literature article, "the delta iii reverse shoulder replacement for cuff tear arthropathy", by m.a. Naveed, et al, published in the journal of bone and joint surgery (j bone joint [br] 2011;93-b:57-61) for MDR reporting. Study evaluated the mid-term clinical and radiological results of 50 depuy delta iii reverse shoulder arthroplasties (in 43 patients) with presenting diagnosis of irreparable rotator cuff tear and destructive arthritis. During the seven years of the study, six patients died of natural causes. The authors reported seven complications, of which four required additional surgery. One patient experienced intraoperative bone fracture of the glenoid rim during reaming, requiring conversion from reverse shoulder arthroplasty to depuy delta ii hemiarthroplasty. A second patient also experienced intraoperative bone fracture of the glenoid, but the bone stock was still adequate to continue preparation of the delta iii baseplate, so the fracture was ignored. Both patients had good outcomes. A third patient experienced a post-operative fracture of the acromion, stabilised with hook plate and tension band wiring at seven weeks post-op--her outcome was good. A fourth patient also experienced post-op acromion fracture (duration after surgery not specified) for which she refused to have additional surgery. Her outcome was reportedly poor. A fifth patient experienced a deep infection, which was suspected to possibly be resultant from a previous shoulder surgery preceding the reverse shoulder arthroplasty. She underwent incision and drainage of a post-operative wound hematoma. Onset of the infection following the initial surgery for reverse shoulder arthroplasty was not provided. A sixth female patient, (B)(6), experienced deep wound infection for which she underwent washout and excision arthroplasty with antibiotic treatment. She had a poor outcome, and was unable to have any additional procedure because of her medical fitness. The seventh patient reported had subluxation of the shoulder joint at six years after primary, and found to have polyethylene bearing wear of the humeral cup upon revision. Humerus and glenoid implants were well-fixed, and just the polyethylene bearing was exchanged. Finally, there was a report made of one patient with a loose glenoid baseplate, of which nothing else was mentioned--there was no report of additional surgery or intervention. It is unclear at this time if this patient may have been one of the seven identified complications already mentioned. A complaint will be created for this loosening adverse event. Each of the seven complications will be addressed in separate complaints. This complaint will address the fifth complication, an (B)(6) female patient with deep infection requiring incision & drainage of post-operative hematoma. The date of onset of the infection relative to the primary surgery was not reported.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.